Event description:
Device #3 malfunction: none. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of an "extremely calcified" common femoral artery after an interventional procedure. Reportedly, during needles deployment, the "back needle hit calcium and did not join to cuplink (the cuff and link)." The device was removed over a guide wire and a second and third proglide were deployed using the preclose technique. After advancing the knots of the second and third proglide devices, bleeding continued. A 10f catheter was reinserted and the suture was removed. Manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Device #1 (p.n. 12673-05, lot 82038-6h) is being filed under MFR 2953144-2010-00347. Device #2 (p.n. 12673-05, lot 82038-6h) is being filed under a separate MFR 2953144-2010-00348.